Event description:
Received information stating customer had experienced an unexpected shutdown with a full battery charge.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.